Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Output flex is out of electrical specification. Upper and lower cases, battery drawer, and both bail covers are broken. Display and encoder flex are out of electrical specification. Battery contacts are compressed.

Event description:
It was reported there was no output on the atrial channel. The device was returned for service. No patient involvement or complications were reported.